Event description:
Customer's mother reported her son's insulin pump has malfunctioned. Mother does not know the details of the malfunction. Mother also mentioned her son's blood glucose was over 600 mg/dl at the time of the malfunction. Her son's blood glucose was normal after he put on his new insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.